Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was torn when the patient tried to close the transfer set. The tearing was later described as the minicap cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information from the patient revealed that the patient used force to tighten the minicap causing the minicap to crack. The cause was determined to be use error due to patient using force to tighten the minicap. Use errors and proper user instructions are addressed in ¿grip the minicap lightly and hand-tighten clockwise onto the transfer set until firmly secured. Note: avoid overtightening the minicap." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with a crack noted in the minicap. A dimensional analysis was performed with no issues noted. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.